Event description:
Caller reported air bubbles in the tandem mobi cartridge system, which began when the pump use started. The incident did not cause the customer's blood glucose levels to exceed 500 mg/dl. Customer was advised by technical support to use room temperature insulin when filling the cartridge and to monitor the issue, following up if it persists. Caller continued to use the pump until it was time to change supplies, and the issue was no longer experienced.